Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the sensor would read his glucose at 65 mg/dl and will shut off and when he has checked blood glucose was at 400 mg/dl. Customer was unable to troubleshoot. No further information reported.